Manufacturer narrative:
No further issues were reported after the service visit. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The voltage of the sample needle was checked and mechanical checks were performed. The position of the reagent needle was adjusted. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth assay on a cobas e 601 module. The sample initially resulted in a pth value of 33.74 pg/ml. This result was reported outside of the laboratory and questioned by the physician. The sample was repeated and resulted in a pth value of 511.3 pg/ml. The pth reagent lot was 61761000 with an expiration date of 31-aug-2023.